Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the reported phenomenon occurred due to the main board failure. The cause of the main board failure could not be identified because the subject device was not returned. Omsc also presumed that the phenomenon was caused by the detection of an abnormality in the internal circuit. The cause of the abnormality in the internal circuit might be that the pressure sensor mounted on the main board failed. The cause of the failure of the pressure sensor mounted on the main board might be one of the following process abnormalities. 1) oxygen entered the device and the electrode part of the pressure sensor was oxidatively corroded. Due to the oxidative corrosion, the wiring inside the pressure sensor was peeled off. 2) foreign matter (epoxy) was attached due to a mistake in mounting the parts, and the wiring inside the pressure sensor was peeled off due to the adhesion of the foreign matter (epoxy).

Manufacturer narrative:
Local service department checked the subject device and found that the reported phenomenon occurred due to failure of circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, there was an alarm and the screen went black after the mode was selected. There was no report of patient injury associated with the event.